Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was leaking. The following information was provided by the initial reporter: chemo rn came to the pharmacy stating keytruda IV piggyback leaked.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was primed and examined for issues. There was indication of leakage, air-in-line or occlusion. A simulated infusion was then conducted to determine if there were any issues during infusion. No issues were identified. The customer complaint of leakage was not confirmed. A root cause analysis was not conducted because the failure was not replicated. A device history record review for model 11171447 lot number 24115166 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.